Manufacturer narrative:
(B)(4). Date sent: 04/22/2025. Additional information was requested, and the following was obtained: according to nmpa reports, event description needs to be updated: english: would not fire & would not fire. It was reported that during the surgery, could not fire and could not open the jaw. Used reverse button to open the device. Another device was used to complete the procedure. H6. Medical device problem code corrected. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that there was bleeding after firing the device when both staple and cut line were completed. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 03/20/25. D4: batch #unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? -malformed staples. How was the bleeding controlled? -clip to control bleeding how much blood was lost (ml)? -unknown. Did the patient require a transfusion? -no. Is the current patient status known? -discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? -no. A manufacturing record evaluation was performed for the finished device vasecr35 with lot number 112d03; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.